Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up where a pause episode was identified on an electrogram relating to the patient¿s insertable cardiac monitor. It was believed the undersensing may have related to the patient making positional changes. The patient will be monitored. The patient was stable throughout.